Event description:
Medication noted to be leaking from the codan microbore extension set with luer lock. The luer lock from the extension tubing was broken and allowing medication to leak out onto the bed.